Manufacturer narrative:
The reported event of oversensing was confirmed. A complete lead was returned in three pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy.

Event description:
Related manufacturer report number: 2017865-2023-24886 it was reported that oversensing was observed on the atrial and ventricular lead. The atrial and ventricular leads were explanted and replaced. The patient was recovering.